Event description:
A discordant, falsely low allergen specific ige_d1 (spe_d1) result on one patient sample was generated on the immulite 2000. No results were reported to the physician.the patient sample was re-tested (repeat result) and an spe_d1 result was generated that was higher than the initial result. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely low spe_d1 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, it was determined that the cause of the discordant, falsely low spe_d1 result is unknown. The instrument is performing within specification.no further evaluation of the device is required.